Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient reportedly discovered the fluid leak during dwell 4 of 5. Prior to discovery of the fluid leak, there was an ¿m31 air detected in cassette¿ alarm that occurred. After informing the ts specialist of the fluid leak, the patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. The patient stated they would complete their treatment by performing an alternate form of pd therapy. Additional information was obtained through follow-up with the patient and the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient did not experience any adverse effects or develop any signs or symptoms of peritonitis. The patient¿s peritoneal effluent had remained clear. It was unknown if the patient had completed their treatment; however, it was confirmed that they were trained to perform manual pd therapy, as well as stat drains if necessary. During follow-up with the patient, it was confirmed that the replacement cycler had arrived. The patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The patient stated there was no visible damage on the cycler set. The cycler set was not available for evaluation as it was reportedly discarded. In addition, the patient was unable to provide a lot number for the cycler set.